Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that her onetouch ultra2 meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged meter issue began during the week prior to contacting lifescan (date/time not provided). The patient stated that she obtained a reading of "220 mg/dl" compared to feelings/normal results. The patient manages her diabetes with self-adjusting insulin. The patient stated that she took exercise in response to the alleged meter issue. The patient claimed to have developed the symptom of "hyper shaky" 10 minutes after the alleged meter issue began; however she denied having received any treatment. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting and the test strips had not expired or been open for longer than the discard date. The csr performed a walk-through control solution test with the patient and the result was in range. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient claimed to have developed the symptom of ¿hyper shaky¿ after the alleged meter issue began. The symptom of "shaky" does meet lifescan¿s criteria for a serious injury.

Manufacturer narrative:
Follow-up # 1 ¿ (01/12/2015). The patient¿s meter has been returned on 12/9/2014 and evaluated by lifescan product analysis on 1/5/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.